Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the remote manager was sticking. A field service engineer opened the side door of the remote manager, tested the opening door and latch, removed the latch, inspected and cleaned the micro switches. Then, the field service engineer put the latch back and adjusted the remote manager box to be a little closer to the hasp. The pyxis system was turned on, logged into hardware test application, and the remote manager was popped open multiple times with no issues. The system functioned as intended after the field service engineer repaired the device

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the remote manager was sticking. The customer stated this malfunction occurred when the user was trying to issue medication to the patient. However, there were no adverse events or injuries reported based on this event.